Event description:
During an atrial fibrillation procedure, it was reported that two issues occurred in two different products. For the lasso® nav eco catheter, the sensor was not working. This catheter was exchanged with one of the same kind and the procedure was continued. For the thermocool® smart touch¿ electrophysiology catheter, the physician felt that the port of connection was unsteady when connected. At the end of the case, the connector part came off when it was disconnected. Wires underneath were visible. The procedure was completed successfully with no patient consequences. On (B)(6), failure analysis lab found char on the proximal end of the tip dome (more than one mm) of the thermocool® smart touch¿ electrophysiology catheter. Due to this finding and the potential risk to the patient, it was determined for this complaint to be reportable. Awareness date changed from april (B)(6) 2014.

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that two issues occurred in two different products. For the lasso nav eco catheter, the sensor was not working. This catheter was exchanged with one of the same kind and the procedure was continued. For the thermocool smart touch electrophysiology catheter, the physician felt that the port of connection was unsteady when connected. At the end of the case, the connector part came off when it was disconnected. Wires underneath were visible. The procedure was completed successfully with no patient consequences. On may 2nd, failure analysis lab found char on the proximal end of the tip dome (more than one mm) of the thermocool smart touch electrophysiology catheter. Due to this finding and the potential risk to the patient, it was determined for this complaint to be reportable. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not reported by the customer. In addition, the connector was found detached from the handle. Further investigation revealed that pu (adhesive) was not properly applied around the connector. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the char remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).